Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -6.0/1.0/76 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on 08-feb-2023. On 17-feb-2023, the lens was removed due to refractive surprise. The problem was resolved.

Manufacturer narrative:
Patient information:unk. Work order search found no similar complaints. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - lens was explanted on (B)(4) 2023 due to refractive surprise. Problem was resolved. H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specification. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).